Manufacturer narrative:
Concomitant medical products: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2017; explanted: (B)(6) 2022; product type: catheter. Product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2017; explanted: (B)(6) 2022; product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (2000mcgml at 200mcg/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had a period of lack of effect from the pump. Work up had been negative. The cerebral spinal fluid (csf) had always been aspirated through the side port. Dose was adjusted to 200 mics per day with no change in spasticity for the better or worse. The patient was taken to the operating room today ((B)(6) 2022) and the entire system was explanted. A new system was implanted with the catheter tip higher. It was requested that pump and catheter be analyzed for any issues.  Diagnostics/troubleshooting performed included x-rays of the catheter access port and assessment was all normal. Bolus challenges showed inconsistent response to bolus. It was unknown if the issue was resolved at the time of this report. The patient's medical history included severe spastic dystonic cerebral palsy and g tube. The patient was reported alive with no injury at the time of this report.